Event description:
Procedure type: inguinal hernia repair. According to the reporter: the seal on the inside of the trocar dislodged when the mesh was being inserted through it . A second trocar was used, but they glued the seal in before using the second one. There was no bleeding reported in excess of 250cc. The cause was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No patient injury was reported.

Manufacturer narrative:
(B)(4).